Event description:
Respond IV study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the respond IV study and the index procedure was performed on the same day. During the index procedure, heparin or other anticoagulant was given to the patient. The patient was on prior regimen of aspirin and other anticoagulants at the time of index procedure and received loading doses of 300 mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. Post balloon valvuloplasty, new pacing was required. The aortic valve was treated with deployment of a 27 mm lotus edge valve. On the same day, post index procedure, new onset of chb with marked bradycardia was observed. A new dual chamber permanent pacemaker was implanted successfully that day. At the time of reporting, the event was considered resolved. One (1) day post index procedure, the patient was discharged on aspirin and clopidogrel. It was further reported that no new conduction disturbance was noted post balloon valvuloplasty. The previously reported pacemaker implanted was a boston scientific permanent pacemaker.

Manufacturer narrative:
B5 describe event or problem - updated. B6 relevant tests/laboratory data: date of cta corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
Respond IV study it was reported that complete heart block (chb) occurred. The patient was enrolled into the respond IV study and the index procedure was performed on the same day. During the index procedure, heparin or other anticoagulant was given to the patient. The patient was on prior regimen of aspirin and other anticoagulants at the time of index procedure and received loading doses of 300 mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. Post balloon valvuloplasty, new pacing was required. The aortic valve was treated with deployment of a 27 mm lotus edge valve. On the same day, post index procedure, new onset of chb with marked bradycardia was observed. A new dual chamber permanent pacemaker was implanted successfully that day. At the time of reporting, the event was considered resolved. One (1) day post index procedure, the patient was discharged on aspirin and clopidogrel. It was further reported that no new conduction disturbance was noted post balloon valvuloplasty. The previously reported pacemaker implanted was a boston scientific permanent pacemaker.

Event description:
(B)(6) study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. During the index procedure, heparin or other anticoagulant was given to the patient. The patient was on prior regimen of aspirin and other anticoagulants at the time of index procedure and received loading doses of 300 mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. Post balloon valvuloplasty, new pacing was required. The aortic valve was treated with deployment of a 27 mm lotus edge valve. On the same day, post index procedure, new onset of chb with marked bradycardia was observed. A new dual chamber permanent pacemaker was implanted successfully that day. At the time of reporting, the event was considered resolved. One (1) day post index procedure, the patient was discharged on aspirin and clopidogrel.